Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 200 sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully. The load content is unknown. There are no reports of injury or harm from the event. An asp incubator was used. The temperature was 55 - 60 degrees c. It is unknown if the bi integrity was checked prior to use. The previous and subsequent bi results were negative. The customer released the load because no defects were detected in either the biological indicators or the sterrad 200 sterilizer. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
Correction: lot# is 339117, reported as unk in the initial medwatch report. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' demonstrates there were spikes above the mean in (B)(4) 2011 that stayed within the control limits. The spikes appeared random and isolated; therefore, no significant trend was observed. Trending analysis by lot number revealed there have been no other similar reported incidents. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. No anomalies were observed on the returned product that would contribute to positive bi. The media color was yellow, confirming the positive bi result. The ci disc was golden in color, indicative of peroxide exposure. There is a single (B)(4) liner and a single spore disc present. There are no punctures on the outer vial or (B)(4) liner that would be consistent with a false positive result due to external contamination. (B)(4) retain bis were tested. The product was found to function as intended following 72 hours of incubation. The most probable cause of the suspected positive bi is pre-existing physical ampoule damage of unknown origin. The suspected positive bi was reported to have reduced media levels following cycle completion, which suggests that media fluid was subject to vacuum during the sterrad cycle (i.e., damaged ampoule). Unnoticed physical damage to the ampoule could allow the media fluid to combine with the hydrogen peroxide sterilant, ultimately causing a false positive result if incubated. To prevent this, IFU instructs to confirm ampoule integrity prior to and after sterilization. Per the instructions for use (IFU) "check the integrity of the media ampoule prior to and after sterrad processing. If a broken ampoule is found before processing, use another sterrad cyclesure 24. If a broken ampoule is found after processing, process a subsequent load with another sterrad cyclesure 24." It is unknown if the customer performed this step; it is possible that a hairline fracture was not observed.